Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009617840-2018-00008, 00009.

Event description:
It was reported that the indicator light failed to flash on one of the pods during surgery. This was reported for two pod kits. Surgery was completed with a third kit and was delayed by 35 minutes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample and computer log files were evaluated, and the reported event was confirmed. Log files show that one pod in kit one and one pod in kit two did not connect during surgery, and analysis of the returned pods determined that they did not connect due to a depleted battery. The push buttons on the pods with the depleted batteries show signs of damage and potential tampering upon receipt. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.